Event description:
It was reported that prior to a da vinci-assisted surgical procedure, a surgical technician was backing up the patient side cart (psc) when his/her hand got pinched between the handles of the psc and the wall causing an injury. The surgical technician was helping another technician drape the patient side cart (psc) prior to the start of the procedure. Prior to the event, the psc was intermittently producing "kick plate error" which was able to be recovered with no issues. The surgical technician was evaluated from employee health and an x-ray was performed which showed no broken bones. The surgical technician is back to work as normal, and only experienced bruising and slight swelling due to the event.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse was unable to reproduce the issue. No products were replaced. The fse inspected and tested the system, and verified that the system was ready for use. ..